Manufacturer narrative:
The analysis results showed that the tx30v device arrived in good visual condition and with a cartridge present. The cartridge was received void of staples. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. During the analysis, the device opened and closed without any difficulties noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a right thoracotomy for upper lobectomy, the device would not open after firing. The device was removed by cutting with a blade and stitched up with suture. No pt consequence reported.